Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from date manufacturer was made aware. Block d6b: explant date: years ago additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500 . Model:sc-2218-50. Serial: (B)(6). Batch: 5061065/5061233. Product/family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 22064391.

Event description:
It was reported that the patient underwent a full spinal cord stimulator system explant procedure as it was causing more pain. No further information has been obtained.